Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call stated that the insulin pump had a power error detected alarm and blank display. The customer¿s blood glucose level was 8.7 mmol/l at the time of the incident. It was reported that the pump had a message power stop. The customer stated that the pump was not turning back on after pump rest during troubleshoot of power error detected alarm. Customer stated that the display was not blank less than 30 seconds. It was reported that the display did not return after pump restart. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.